Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the laser required replacement. The medtronic representative replaced the laser and the hardware, software, and instruments then passed the system checkout. Investigation of returned suspect laser was unable to replicate the reported issue. The returned laser was found to be fully functional. The laser was allowed to run uninterrupted for over an hour, then passed the test again. At no time did the laser reboot. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was not made available from the site. On 11/29/2016 medtronic senior software engineer analysis determined this is not a visualase software issue. Noted was that if fiber was not well-screwed into the laser generator box, the described symptom would occur. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the laser generator re-booted twice during the ablation process. After starting a laser ablation session, a beep was heard from the generator, and then the laser stopped firing as if the system had re-booted itself. They started another session and were ablating when the issue occurred again. After re-booting, the surgeon continued the procedure to completion, with the use of the visualase thermal therapy system, without further issues. Noted was that after completion of the procedure, the generator was heard to beep once again. Delay in therapy was less than one hour. There was no impact on patient outcome.